Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 370 mg/dl with extreme drowsiness and abdominal pain. It was reported the patient did not fill the insulin cartridge with insulin during an infusion set-, infusion site-, and insulin cartridge change. There was no reported malfunction of the device. This complaint is being reported because the alleged hyperglycemia was attributed to a device use error.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.